Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips would not release from the medium-large clip applier instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.78mm. The grips were not found to be cracked. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.